Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported damaged clip introducer material. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted. However, during insertion, a crack at the stop cock hub was observed. Therefore, the sgc was removed and replaced. During preparation of the first xtw, it was observed the distal edge of the clip introducer had been damage. The physician decided to not use the xtw and replace it. A new sgc and xtw were then used without issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.